Event description:
It was reported that a crystalens (at50ao) was explanted approx 12 days post-implantation because the lens became de-centered due to weak zonules. The crystalens was replaced with a different model lens and a capsular tension ring was also placed in the pt's eye. The pt's current prognosis is good.

Manufacturer narrative:
The lens has been requested but has not been received by bausch and lomb. Investigation of this event is in progress. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.